Manufacturer narrative:
Lumenis investigated the reported event. The foreign facility had reported that at the start of a procedure with the versapulse powersuite 100 w the displayed did not work, an alternate device was brought in to complete the procedure. A lumenis service engineer visited the site two (2) days after the reported event and examined the device. The engineer replaced the display and the hvps controller and after reconfirming it's operation, the engineer returned the system to the facility in working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 01-may-2018 and installed at the customers site on (B)(6) 2018. A review of historical product complaints from the past two years shows that the same malfunction of display or the hvps controller failures has not led to serious injury. A review of system risk files found the risk of system failure ((B)(4)) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. The subject display and the hvps controller are expected to be returned to the manufacturer for product investigation. Once it is returned and a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
Lumenis received a foreign user facility submitted cfda report ((B)(4)) on (B)(6) 2019 regarding an event that allegedly happened on the (B)(6) 2019. Before a laser urinary surgery in which a lumenis versapulse powersuite 100 w laser system was being utilitzed, the displayed was not "bright". Unable to continue with the system, an alternate device was brought in to complete the procedure. The procedure was completed with the alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.